Event description:
During a ptca treatment procedure involving restenosis of a previously placed stent in an unspecified coronary artery, the maverick monorail balloon lost pressure at 8 atm's on the initial inflation. Patient status and procedural outcome are reported as "ok".